Manufacturer narrative:
E1 : (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It is reported that the patient faced adhesive issue on 08-jun-2026 as tape was not sticking due to sweating.